Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during training by facility staff, the device was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed and attributed to the electrode receptacle connector plug being misaligned to a connector on the main board. The electrode receptacle connector plug was reseated to correct the reported problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.